Manufacturer narrative:
On 10/6/2020, a manufacturing record evaluation was performed for the finished device 185275 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(6)

Manufacturer narrative:
On 7/14/2021, it was reported to mentor that the date of removal is (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant had an area of siltex cracking on the posterior view. In addition, a tear was noticed within the siltex cracking measuring approximately 0.8 cm. Leak testing was performed, according to the mentor procedure, and no additional leak sites were detected during the analysis. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. A second product was received. No adverse events were reported for this concomitant (contralateral) device. Therefore, no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/24/2020, this complaint has been identified as a duplicate of (B)(4). This file has been updated to contain all of the most current and correct information, and final reporting and documentation of this event will take place in this complaint. Patient identifier is (B)(6). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. On 9/28/2020, it was reported to mentor that the patient¿s race was caucasian. The patient was 54 years old. The date of implantation was (B)(6) 1999. The patient had a sinus surgery in january, 2020 and then had a deflation on the right breast implant. The right breast implant information is mentor siltex round moderate profile 300cc, catalog number 3542645, lot number 185275. The date problem observed was (B)(6) 2020. Note: facility information: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with an unspecified saline mentor breast implant and experienced deflation on the right breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.